Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to oversensing noise on the right ventricular (rv) lead. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert. (Lia) rv lead integrity alert warning for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(6) 2015. Sensing integrity counts went up to 5168 (within 4 days) averaging around 1488 per day along with vt-ns, vf and high rate-ns episodes and evidence of oversensing (B)(6) 2015.